Manufacturer narrative:
(B)(4). Batch # 212a90. Investigation summary : this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and fifth photos show a device from anvil area and with a green reload loaded. Also, some drivers can be seen up. The second and third photos show a device from channel area, some drivers can be seen up and some staples leg can be seen protruding of pockets. The fourth photo shows a staple line with buttressing on the tissue and some staples appears to be missing on the staple line. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during an sleeve gastrectomy procedure that the surgeon says stapler made a grinding noise when firing green echelon 60 with seamguard buttressing material on stomach while performing sleeve gastrectomy. Says specimen side had few staples in it and patient side staples were malformed. Pictures (attached) show numerous staples still in the reload after firing. Surgeon completed case by overseeing staple line. Procedure was completed successfully with a fifteen minute delay. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent: 6/21/2021. Additional information received: the surgeon is a busy bariatric surgeon- uses medtronics at another facility. 3-4 weeks ago, while using echelon +, while using seamguard, device slowed down and almost stopped. Following week, a loud grinding noise was heard, and the staples partially formed on one side of cut line and not on other.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. Additional information received: the surgeon is a bariatric surgeon-uses medtronics at another facility. 3-4 weeks ago, while using echelon +, while using seamguard, device slowed down and almost stopped. Following week, a loud grinding noise was heard and the staples partially formed on one side of cut line and not on other. The surgeon stated that it was a routine case with seamgauard, green reload, which had the significant misfire. Staples partial deployed. Feels a little less powerful during firing. Wondering is issue is related to design change or coincidence. Oversewed staple line, patient ok.